Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the coil delivery wire was found to be kinked/bent, the coil proximal contact was seen to be intact. The main coil was found to be detached/separated. Functional testing was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation, and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed, based on analysis. The device met specifications when received for complaint investigation, based on the analyzed anomalies noted to the device. The device was analyzed and the coil delivery wire was noted, to be kinked bent in numerous areas. The main coil was detached/separated, and the coil proximal contact was seen to be intact. An assignable cause of not confirmed. Will be assigned to the as reported (ar) coil proximal contact, broken/fractured as the device returned with the coil proximal contact intact. An assignable cause of procedural factors will be assigned to the as analyzed main coil prematurely detached/separated during use, and coil delivery wire kinked/bent as these defects appears to be associated with a product that met stryker design and manufacturing specifications, and was used in accordance with the dfu. But performance was limited, due to procedural factors during use.

Event description:
Analysis of the returned device revealed, that the subject coil detached prematurely during use. There were no clinical consequences to the patient reported as a result of this event. And the procedure was completed successfully.